Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump was over delivering. They stated that the rate was 79 ml/hr and the dose was 100ml. They stated that the pump was finishing earlier than expected. Mmd did follow up with the initial reporter, who stated that there had been no negative effects to the patient and that no additional information was available. Complaint-(B)(4).